Event description:
This is a literature report, which summarized 9 patients who reused the homechoice cassette. The patients were instructed to reuse the homechoice cassette for two days. There was no patient injury or medical intervention associated with the reuse of the cassette. This is report 7 of 9 from this literature article.

Manufacturer narrative:
(B)(4). The referenced article "a cluster of gram-negative peritonitis episodes associated with reuse of homechoice cycler cassettes and drain lines" was not included in the initial MDR and can be found attached to this submission.

Manufacturer narrative:
(B)(4). The reported event occurred sometime in 1995. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. At the time this event occurred, baxter printed pouches for disposable products intended for single use with ¿this device is intended for single use only¿. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted. Journal citation: ponferrada, l.p., et.al. A cluster of gram-negative peritonitis episodes associated with reuse of homechoice cycler cassettes and drain lines. Peritoneal dialysis international 1996; 16:636¿8.